Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-58 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed a possible pocket infection. The patient reported that the swollen area of their pocket had doubled over the past couple hours and had been problematic for two weeks. The implantable pulse generator (ipg) was explanted and replaced. During the replacement procedure, it was noted that the ventricular lead had evidence of a small insulation defect. The lead was repaired using medical grade silicone and remains in use. It was also noted that the non-functional atrial lead was removed. No further patient complications have been reported as a result of this event.